Manufacturer narrative:
This report is being filed on an international product, list 06c37, that has a similar us product distributed in the us, list 01l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated a false negative architect anti-hcv (0.74 s/co lot 79224li00) result on a sample that tested roche, wego and rna methods positive. The sample was repeated on another architect analyzer again with a negative anti-hcv result (0.89 s/co). No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely causative agent lots. The tracking and trending report review determined that there are no related adverse or non-statistical trends. The performance of the likely cause lots were investigated by completing a review for potential non-conformances/ non-conformances or deviations related to the likely cause lots. This review did not identify any potential non-conformances/ non-conformances or deviations. Retained reagent kit of architect anti-hcv reagent, lot numbers 81123li00 and 79224li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels and additional replicates of the positive control were tested. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false nonreactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results. Reagent lots 81123li00 and 79224li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Therefore, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
Patient information: age and gender provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.